Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia line of the roller pump was not functioning as expected. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.